Event description:
A hospital in (B)(6) reported to a distributor that a leak was found in the expiratory limbs of three rt206 adult inspiratory-heated breathing circuits. This was observed during use but no patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112.lot number quantity affected manufacturing date120417 1 04/17/2012unknown 2 unknownmethod: three complaint rt206 adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) for inspection. The returned devices were pressure tested and immersed in a water bath to test for leaks. Results: the pressure test result of each breathing circuit was outside of specification due to the leak in the water trap. The water trap, which is connected to the expiratory limb, consists of two parts where the lower part can be removed during use for draining water. Upon immersion in the water bath, the water trap leak was located at the seal between the water trap bowl and the water trap lid.a lot check revealed no other complaints of this nature for lot number 120417. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected.the user instructions that accompany the rt206 adult inspiratory-heated breathing circuit state the following:"check all connections are tight before use.""perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.""set appropriate ventilator alarms."(B)(4).

Event description:
A hospital in (B)(6) reported to a distributor that a leak was found in the expiratory limbs of three rt206 adult inspiratory-heated breathing circuits. This was observed during use but no patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently in the process of obtaining the complaint adult breathing circuits from the distributor. We will provide a follow-up report once we have received the complaint devices and completed our investigation.